Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the housing. The flow sensor was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that delivered tidal volume was lower than expected. There was no report of patient involvement.